Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. On the basis of the provided images a stent fracture could not be confirmed. Based on the images of the 12 months and 24 months follow up, no deficiency of the stent strut structure could be determined. Potential factors that could have led or contributed to the event reported have been evaluated. Previous investigations of similar complaints have been reviewed. A stent fracture may occur when an outer force is exerted on the stent. Highly calcified vessel, patient condition or the vessel anatomy may contribute to an irregular placement of the stent and a subsequent stent fracture. In this case, no difficulties during stent release were reported and pre- and post-dilation of the lesion was performed. On the basis of the information available and the evaluation of the images, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct stent placement procedure. Furthermore, the IFU indicates that pre-dilation of the lesion should be performed by using standard technique and that post stent expansion with a pta catheter is recommended. Also the IFU mentions stent fracture as a potential adverse event that may occur. The IFU states: "cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established."

Event description:
It was reported that two stents were implanted on (B)(6) 2014 in the proximal 1/3 of the sfa for treatment of an occlusion of 270 mm length. Reportedly, there was no difficulty during use of the device. As reported, some time post stent implantation (date unknown), a stent fracture was discovered. No additional intervention was performed. There was no reported patient injury. This is the same patient as reported in medwatch report # 9681442-2017-00036.

Manufacturer narrative:
The lot history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that two stents were implanted on (B)(6) 2014 in the proximal 1/3 of the sfa for treatment of an occlusion of 270 mm length. Reportedly, there was no difficulty during use of the device. As reported, some time post stent implantation (date unknown), a stent fracture was discovered. No additional intervention was performed. There was no reported patient injury. This is the same patient as reported in medwatch report # 9681442-2017-00036.